Event description:
Patient had discomfort with current battery location. Dr (B)(6) took her back to surgery on 6/28 and repositioned the battery to a new location. Device position revised; no product to analyze. Investigation to be closed.